Manufacturer narrative:
The manufacturing charts and sterilization of the three lot #s involved were checked and no pre-existing anomaly was found. This is the first and only complaint related to these lots. We will submit a final report as soon as the investigation is completed.

Event description:
Elbow revision surgery performed on (B)(6) 2023, due to loosening. 2023 patient was revised, and the following was noted "thick clear/yellow fluid immediately escaped through the rent. Multiple fluid and soft tissue cultures were sent from the elbow. The ulnar component was loose and was pulled out manually using a bone hook" (B)(6) 2023 follow up noted "thirteen days status post removal of a loose left total elbow ulnar stem on (B)(6) 2023. Surgeon advised the patient that the planning for the next version of the total elbow is already underway. The patient involved has a complex clinical history: (B)(6) 2022, initial surgery performed on (B)(6) 2022, implanting a tema elbow prosthesis uncemented (off-label use). (B)(6) 2022, 1st revision surgery performed due to dislocation. This revision surgery was registered with the internal complaint (B)(4) and reported with MFR 3008021110-2022-00047. (B)(6) 2022, 2nd revision surgery performed implanting the custom-made components. (B)(6) 2022, 3rd revision surgery performed on, due to loosening of implant. This revision surgery was registered with the internal complaint (B)(4) and reported with MFR. 3008021110-2023-00006. (B)(6) 2023, 4th revision surgery was performed due to loosening of implant. Object of this incident report. Patient is a 65-year-old male with a history of left elbow rheumatoid/inflammatory arthritis. Event happened in us. Items explanted. Ulnar body large left + screw, commercial code 1552.14.020 - lot #1806427 - ster. #(B)(4). Ulnar liner - large left tema, commercial code 1560.50.020 - lot #16at1wl ster. #(B)(4). Ulnar stem #u5.5, commercial code 157514020 - lot #2007075 - ster. #(B)(4).

Event description:
Elbow revision surgery performed on (B)(6) 2023, due to septic loosening. The patient underwent several revision surgeries before, and, during post-operative follow-up on (B)(6) 2023, the patient reported a clunking and a painful mechanical change in his left elbow. Therefore, x-rays were taken during the same day, and they showed the ulnar component has rotated (the implant was not aligned). On (B)(6) 2023, the patient was revised, and the following was noted "thick clear/yellow fluid immediately escaped through the rent. Multiple fluid and soft tissue cultures were sent from the elbow. The ulnar component was loose and was pulled out manually using a bone hook". Items explanted: - ulnar stem #u5.5, commercial code 1575.14.020, lot number 2007075, sterilization (B)(4)- ulnar body large left + screw, commercial code 1552.14.020, lot number 1806427, sterilization (B)(4) - ulnar liner - large left tema, commercial code 1560.50.020, lot number 16at1wl, sterilization (B)(4) on (B)(6) 2023, follow up noted highlighted that the planning for the next version of the total elbow was underway. The patient involved has a complex clinical history: · (B)(6) 2022, initial surgery performed on (B)(6) 2022, implanting a tema elbow prosthesis uncemented (off-label use). · (B)(6) 2022, 1st revision surgery performed due to dislocation. This revision surgery was registered with the internal complaint (B)(4) and reported with MFR. 3008021110-2022-00047 · (B)(6) 2022, 2nd revision surgery performed implanting the custom-made components. · (B)(6) 2022, 3rd revision surgery performed on, due to loosening of implant. This revision surgery was registered with the internal complaint (B)(4) and reported with MFR. 3008021110-2023-00006. · (B)(6) 2023, 4th revision surgery performed due to loosening of the custom ulnar component. This revision surgery was registered with the internal complaint (B)(4) and reported with under the expanded access program (see postoperative follow-up report for FDA compassionate use request (B)(4)). During this revision surgery, a t15 screwdriver shaft was found broken. This event was registered as internal complaint (B)(4) and reported with MFR. 3008021110-2023-00034. · (B)(6) 2023, 5th revision surgery was performed due to loosening of implant. Object of this incident report. Patient is a 65-year-old male with a history of left elbow rheumatoid/inflammatory arthritis. Event happened in united states.

Manufacturer narrative:
Investigation the manufacturing charts and sterilization of the three lot numbers involved were checked and no pre-existing anomaly was found. This is the first and only complaint related to these lots. The explanted items involved were not available to be returned to limacorporate for further analysis. Preoperative x-rays dated (B)(6) 2023 were provided. All available data and x rays were sent to medical expert for evaluation. Evaluation results stated that: "this looks like a septic loosening of the ulnar component with a huge, cavernous space in the ulna shaft all the way down. The loose ulnar component than probably rotated and put stress on the hinges which eventually failed to hold the load. The infection is obvious although no culture results are known or do not exist. The infection itself probably is due to the multiple surgeries the patient underwent. The mechanical failure of the implant is not implant-related, but due to the disease." Based on the very few information received, we are not able to further investigate the root cause of the event. However, considering the facts: · checking sterilization on the manufacturing charts of the involved lot number, no pre-existing anomalies were found. · medical expert's evaluation stated that "the mechanical failure of the implant is not implant-related, but due to the disease." We can state that the event was not product related. Pms analysis according to the pms records, this is the first and only complaint for ulnar body large left + screw belonging to the family code 1552.14.xxx, due to septic loosening, since going to market in 2020. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issues. Note: this is a final MDR